Event description:
It was reported that during the initial port site placement for a da vinci-assisted benign hysterectomy procedure, the patient sustained an aorta injury and expired. The robot was never docked. The information was provided to an intuitive clinical sales representative with no additional details provided.

Manufacturer narrative:
The da vinci system was not in use / not docked at the time of the event. Therefore, no logs are available for review. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died as a result of bleeding from the initial port placement as the aorta was injured. Although the da vinci robot was never docked, it is unknown how the injury occurred and also unknown if any intuitive surgical trocar was used in this step of the procedure. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.